Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
One resolute integrity drug-eluting stent was implanted in the rca during the index procedure. The lesion exhibited severe calcified with mild tortuosity and 80% stenosis. Approximately 13.5 months post index procedure, the patient suffered a stroke.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.